Event description:
It was reported to philips that the battery was not charging. This was reported as a defective product upon arrival. There was no reported patient involvement/adverse patient impact.